Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred during biomedical testing. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. It was determined during service that the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4)